Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Unexpected return; the product report from the customer states that tubing backing up blood from secondary port and onto bed and ground, not infusing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of blood backing up was confirmed. Visual inspection found that the distal smartsite had a small hole on the blue piston. Functional testing showed a leak from the hole on the piston. The root cause of the hole could not be determined.

Event description:
Unexpected return - the product report from the customer states that the tubing was backing up with blood from the secondary port and onto the bed and ground, not infusing. There was no report of patient harm.